Event description:
It was reported when using the bd vacutainer® push button blood collection set safety mechanism did not activate resulting in two needlestick exposures. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that safety mechanism did not activate resulting in two needlestick exposures. Customer has had 2 needlestick exposures this month in which the employees have reported they were drawing blood with a butterfly needle and the safety mechanism did not fully activate. They both were using the bd push button butterfly needle. The two employees both reported that the needles partially retracted with the tip of the needle still exposed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing, each having their safety feature activated, and no issues were observed relating to unable to retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to retract. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set safety mechanism did not activate resulting in two needlestick exposures. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that safety mechanism did not activate resulting in two needlestick exposures. Customer has had 2 needlestick exposures this month in which the employees have reported they were drawing blood with a butterfly needle and the safety mechanism did not fully activate. They both were using the bd push button butterfly needle. The two employees both reported that the needles partially retracted with the tip of the needle still exposed.